Event description:
It was reported that during a CABG procedure, the device was used to transect the pericardium. The device fired staples on only one side of the cut line. The case was completed with a like device with no consequence to the pt.